Event description:
The customer reported a leak of approximately 20 ml of blue fluid dripping from underneath the air mix and temperature chamber of the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. Beckman coulter field service engineer (fse) observed a clenz leak under the air mix and temperature chamber (amtc), specifically at the nucleated red blood cell (nrbc) chamber. Fse cleaned the buildup in and around the amtc and replaced the nrbc chamber. Root cause was determined to be a clogged drain on nrbc chamber.

Manufacturer narrative:
Evaluation: results: clogged drain on nucleated red blood cell chamber. (B)(4).